Manufacturer narrative:
(B)(4). The device was manufactured june 26, 2015- june 30, 2015. The device was received for evaluation. Visual inspection noted the distal luer lock where the blue winged luer cap was attached has been broken off. The reported condition was verified. The cause of the broken luer lock was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue connector of a small volume intermate was missing. This was noted after filling with 2000 mg of flucloxacillin in 100 ml of 0.9% sodium chloride solution. This was noted before use. There was no patient injury or medical intervention associated with this event. No additional information is available.